Event description:
The patient stated that her blood glucose levels have been elevated due to her infusion tubing breaking and her cannula was bent. Her blood glucose in 2007, measured 111 mg/dl at 8am, 40 mg/dl at 10am, 214 mg/dl at 11:30am, 57 mg/dl at 2:40pm, 406 mg/dl at 8:30pm, 340 mg/dl at 10pm, and 320 mg/dl at 11pm. The next day, her blood glucose measured 405 mg/dl at 12:45am, 300 mg/dl at 4am, and 50 mg/dl at 7am. No further information is available regarding actions taken by the patient. The product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report. Accu-chek flexlink is the same product as accu-chek ultraflex, which is sold in the united states under 510(k) #k033892.